Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1907225, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-15. Medical device lot #: 1908233, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-30. Medical device lot #: 1910708, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe was cracked. This occurred on 12 occasions during use. The following information was provided by the initial reporter: through the internal reporting system I have received a number of reports about cracked perfusor syringes. The reports come from two different departments. That is why we have the idea that the crack did not occur during preparation, but that the problem lies in the syringe. Approximately at the same time as the report, a few lot numbers were selected from the place where the syringe was prepared. It cannot be said with certainty that the syringe in question has to do with one of these lot numbers. The packaging of the affected syringes has not been preserved.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe was cracked. This occurred on 12 occasions during use. The following information was provided by the initial reporter: through the internal reporting system I have received a number of reports about cracked perfusor syringes. The reports come from two different departments. That is why we have the idea that the crack did not occur during preparation, but that the problem lies in the syringe. Approximately at the same time as the report, a few lot numbers were selected from the place where the syringe was prepared. It cannot be said with certainty that the syringe in question has to do with one of these lot numbers. The packaging of the affected syringes has not been preserved.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the suspected lots 1907225, 1908233 and 1910708, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each suspected lot were used for additional evaluation. The product was visually inspected, no defects or damage was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.